Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.

Event description:
On an unk date, the catheter failed to show waveform and intracranial pressure (icp) on the monitor in the recovery room after it had showed an initial waveform during surgery. It was reported that it worked when the catheter was put in then failed afer we unplugged it, transported the pt, and plugged it back in. There was no pt injury. Requests for additional info have been sent, but to date, no new info has been provided.